Event description:
This was a bilateral system. Reference MFR 3004209178-2012-11843.

Event description:
It was reported that a patient was bitten and punched in his implantable neurostimulator (ins) locations. It was stated that his healthcare provider (hcp) now had to do surgery on both implants. The symptoms were bending toes and pain in the legs starting in the chest. The patient was "okay" prior to the incident. Additional information has been requested but was not available as of the date of this report. Information also reported on patient's other ins in regulatory report # 3004209178-2012-11843

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3387s-40, lot# v135050, implanted: 2008 (B)(6), product type lead, product ID 3387-40, lot# j0555411v, implanted: 2006 (B)(6), product type lead. (B)(4).